Event description:
It was reported that the patient underwent posterolateral fusion at l3-l4 using 8cc rhbmp-2/acs due to degenerative disc disease, and a non-union/failed fusion/pseudoarthrosis. The estimated blood loss was 700cc, the or time was 311 minutes, the length of the hospital stay was 72 hours. 7 months post-operatively the patient presented with moderate left buttock and lateral thigh pain. The patient returned to work 312 days post-op. The patient was last seen 9 months post-operatively; no additional complications were reported.

Manufacturer narrative:
Mastergraft matrix, 20cc. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event.